Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when they checked the patient therapy last night, it was turned off, when they turned it back on, the patient "nearly jumped out of their skin". The caller turned the stimulation down, until the patient felt a bit comfortable. No troubleshooting was done during the call. Caller encountered "interstim device battery is low. Contact clinician" message. Agent reviewed eri and redirected to healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.